Event description:
The customer stated, "pacing is turning off, with pts connected". No information on pt status reported this is an ongoing investigation.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.